Event description:
It was reported that the compressor could not power up there was no impact on pt. (B)(4).

Manufacturer narrative:
Device eval anticipated, but not yet begun. Troubleshooting at the hosp showed that both fuses in the mains outlet at the backside of the compressor were welded in place. The mains outlet and the fuses were replaced. The replaced parts have been requested for investigation but not yet received. A f/u MDR will be sent when investigation is completed. (B)(4).